Event description:
It was reported that the patient has expired after implant duration of approximately 0.7 months. In 2009 (through follow-up with the health-care provider), it was learned that the cause of death was cva (massive).

Event description:
The customer reported that she removed the pod four hours after it was activated - her bg levels during this time were high (greater than 250mg/dl). A kink was seen in the cannula, though the pod did not initiate an alarm. The pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Cva; device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.